Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the iol calculation data was incorrect and led to the refractive error. She indicated that the patient had been a previous soft contact lens user within the past year and that lens wear was discontinued two weeks prior to preoperative final k readings. The surgeon reported the event continues and is expected to resolve without treatment.

Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/31/2011, 11/01/2011, and 11/07/2011 by phone, fax, and mail. A completed questionnaire was received on 11/11/2011. (B)(4).